Manufacturer narrative:
A boston scientific technical services (ts) consultant confirmed that there were no error codes present and that the observed loss of capture was present on the surface EKG. If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients.

Event description:
It was reported that this device showed therapy off/in electrocautery mode during ablation and loss of capture (loc) was observed. It was determined this was due to defibrillation detect circuit; normal device operation. This device remains in service. No adverse patient effects were reported.